Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. It was observed that the buttons were sticking and over-responding/scrolling. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked display lens and a display lens leak was found which has no effect on insulin delivery function. Unrelated to the event, corrosion in the battery compartment was found. No internal moisture damage was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons were intermittently unresponsive and/or over-responsive causing scrolling without user intervention. The patient disconnected from the pump and stated that it was difficult to bolus. There were no issues indicated with the audio bolus button. No information is available regarding how the patient wears the pump and if/how the patient cleans the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad malfunction which remained unresolved.